Manufacturer narrative:
Pt identifier was not available at the time of this report. The initial report was received on (B)(6) 2011 and found to be a non-reportable malfunction based on the info available. This failure mode was determined to be reportable based on info received on (B)(4) 2011. This prompted a retrospective review of similar incidents which resulted in the decision to file on this case. The software investigation found that the incident was related to a software anomaly where the dose output value is a function of the kv value. This anomaly is being fixed and addressed for the sequent maintenance release. Furthermore,the issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site representative reported that they saw an error in the dose report after a case yesterday. He said there was no dose recording for the 1st spin. The case went well, with no impact to the pt. This would not result in any immediate harm to the pt, but may indicate an error in the dose report of the pt's records.